Manufacturer narrative:
According to the facility on (B)(6) 2024 "patient on cbi and clotted off, needed to be manually irrigated in efforts to remove the clots,piston syringe broke, and nurse had to run to another unit to grab another set".run to another unit to grab another set". Per the facility the "patient is doing fine". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Plunger breaking.